Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13417. It was reported the pt was admitted to the hospital due to an infection at her ipg incision site. The pt was treated with IV antibiotics. Follow-up information identified the pt underwent a surgical procedure and her scs system was explanted. The pt was still in the hospital and was being treated with IV antibiotics. The pt's physician was unable to obtain a culture, the wound where the ipg was located never healed properly. At the time of the surgery, it was noted the pt's ipg was protruding from the pt's stitches. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.